Manufacturer narrative:
No additional information was provided. No conclusion can be drawn.

Manufacturer narrative:
Additional information regarding the incident has been requested.

Event description:
Hole in line.